Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely stress led to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasonic bronchofibervideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, the service repair technician observed that the adhesive on the edge of the probe surface was peeling off. There was no patient involvement.